Manufacturer narrative:
(B)(4). Final analysis found that the outer and inner insulation was damaged and the outer coil was bent at 20.8 cm from the connector pin due to clavicular crush. This likely contributed to the reported electrical anomalies.

Event description:
It was reported that the patient presented to the clinic feeling -funny- three days post implant. The right atrial lead exhibited loss of capture and sensing which prompted the physician to admit the patient. The lead also exhibited low impedance measurements. The lead was explanted and replaced. During the explant procedure, the physician noted that the lead insulation was damaged which he suspected occurred during the implant procedure. The patient was in good condition post surgery.